Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump generated repeated ¿alert 67¿ notifications identified as a vbuck boost over/under voltage condition, which initially cleared after a restart but recurred and prevented a supply change; the device was replaced, and the user was instructed on shutdown, data sync, return process, and continued cgm use. Symptoms included no reported changes in blood glucose and no clinical symptoms. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included customer service troubleshooting and device replacement, with a return requested for evaluation. Investigation of this case revealed a reported power regulation anomaly consistent with a vbuck boost over/under voltage condition affecting the pump¿s electronic subsystem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending product evaluation.